Manufacturer narrative:
Follow-up communication with the customer revealed that the units were originally placed inside the operating room and were briefly quarantined and samples were taken. The facility has since returned the units to service outside the or. The results of samples taken from each of the four units came back positive for mycobacterium chimaera. The facility reported that disinfection has always been performed according to IFU. A review of the DHR could not identify any deviations and nonconformities relevant to the reported failure. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4). Device manufacture date: (B)(4), 11/19/2010; (B)(4), 11/19/2010; (B)(4), 11/19/2010; (B)(4), 12/21/2011. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a user medwatch report ((B)(6)) stating that an acid-fast bacillus blood culture drawn from a patient grew mycobacterium avium complex. The patient underwent an emergency repair of a thoracic aortic dissection with placement of aortic graft on (B)(6) 2013. The procedure involved a sorin heater-cooler system 3t. The facility does not track which unit is used for a given case, and so it is unknown which of the units at the facility was used for the procedure. For this reason, all four of the units in use at the facility were included on the user medwatch report. The facility has not confirmed the results of any water samples taken from the reported units. Follow-up attempts have been made to retrieve information on the current patient status, the result of any water sample tests, and the current status of the reported units, however the facility has not yet provided this information. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a user medwatch report ((B)(6)) stating that an acid-fast bacillus blood culture drawn from a patient grew mycobacterium avium complex. The patient underwent an emergency repair of a thoracic aortic dissection with placement of aortic graft on (B)(6) 2013. The procedure involved a sorin heater-cooler system 3t.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Several attempts were made to obtain additional information regarding the contamination status of the devices in use at the facility. However, no further information has been provided. It is unlikely that more information will be provided due to on-going litigation. Corrective actions are in progress for this issue.